Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose level over 500 mg/dl. Customer had no symptoms. Caller reports they have contacted their healthcare provider regarding the high blood glucose reading. Customer's current blood glucose reading was 456 mg/dl. Customer blood glucose reading at the time of the incident was 500 mg/dl. Customer treated their high blood glucose reading with the insulin pump. Caller states the drive support cap appears normal. Caller reports site is changed every 2-3 days. Caller stated the sensor cannula was not bent. There were no leaks or air bubbles. Customer was able to remove and change set. Caller reports insulin exited. High pressure test was not performed. The insulin pump will not be returned for analysis.